Event description:
During a therapeutic procedure the pt had an enteral feeding device, with a percutaneous endoscopic jejunostomy device placed in 2004. One month later the pt experienced some stomach cramping and growling. The pt reported that a rectal suppository was self administered. During a subsequent bowel movement, the pt excreted an approx 30 inch section of tubing, which was determined to be a portion of the tubing used with the enteral feeding device. There has been no indication of any continued adverse affect to pt as a result of the reported problem. Several attempts were made to obtain add'l info regarding the event and the device involved in the event. All attempts were unsuccessful.